Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2015. Customer's blood glucose was 86 mg/dl at the time of admission. Customer reported their blood glucose declined to 26 mg/dl, prompting the hospitalization. It was also found the customer had seizures from their low. The customer stated, they were treated with an IV drip. It was also reported, the insulin pump was making a loud noise and a failed battery test alarm occurred. The customer also reported a blank display occurred when the customer replaced the battery. Customer reported the insulin pump passed a self-test. Customer's blood glucose was 86 mg/dl at the time of the call. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump was monitored and no blank display anomalies or failed battery test alarms were noted. No damage on the isolation tape noted. The insulin pump passed unexpected restart alarm error test, self test and capacitor displacement test. However, he insulin pump alarmed motor error during basic occlusion test due to slightly loose drive support disk. Failure analysis was unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarms. No unexpected screeching noise noted. The insulin pump received with corrosion battery tube and motor assembly. The insulin pump received with cracked case at display window corners, reservoir tube lip and battery tube threads. The insulin pump received with minor scratched display window. The insulin pump received with missing end cap sticker.